Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown natural knee femoral; unknown natural knee tibial tray. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The patient is now being considered for a revision for unknown reasons. No additional information is available at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information from the customer. No product was returned; therefore, visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed for deviations and/ or anomalies with no relevant deviations / anomalies identified. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.